Event description:
Non- integration. No informaton reported, therefore selected non integration for reporting purposes only.

Event description:
Non- integration. No information reported, therefore selected non integration for reporting purposes only.